Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6), 2023. During the procedure, after the handle was completely rotated, the bands did not deploy. When the device was tested outside the patient, one band was deployed. Additionally, it was noted that the pulling wire was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with seven bands attached, some of them were moved and overlapped, and one band was broken. The suture thread was fully unfolded from the ligator housing, and it still had the seven bands attached. The handle slot had the trip wire inserted. The suture thread and the suture hole of the ligator housing were in good condition. The suture thread contained seven knots. The ligator housing teeth were found bent/damaged. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed and the reported event of trip wire break was not confirmed. Upon analysis, it was found that the suture thread was fully unfolded from the ligator housing; however, the ligator housing still had the seven bands attached. This clearly indicates a problem in the deployment. The handle assembly, the trip wire, and the suture thread were in good condition. The bent in the ligator housing suggests an incorrect application of tension to the suture thread at the time of deployment, which caused the movement and overlapping of the bands, twisting them until they broke. Perhaps the technique used or the patient's anatomical conditions, could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of trip wire break. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2023. During the procedure, after the handle was completely rotated, the bands did not deploy. When the device was tested outside the patient, one band was deployed. Additionally, it was noted that the pulling wire was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.